Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an elective device replacement, externalized conductors were noted. The electrical parameters were good. The patient will be monitored regularly. No consequences for the patient were reported.